Manufacturer narrative:
(B)(4).

Event description:
It was reported by clinician that the asymptomatic patient's atrial lead exhibited noise. Isometrics failed to reproduce the noise. No additional information was available.